Manufacturer narrative:
One used 7.0 tts" tracheostomy tube was returned for investigation. Functional testing was performed by inflating the device cuff with 14cc of air. The device cuff was unable to inflate due to a leak. Upon examination, the leak was found to be located on the cuff near the end of the inflation line. Additionally, during examination of the leak, it was found that the cuff appeared to be abraded/damaged. Magnification was used to further examine the abrasions. Investigation was unable to determine the root cause of the cuff leak; however, no evidence was found to suggest an intrinsic product issue. (B)(4).

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received which stated that the listed device was in patient use for approximately 2 weeks when a cuff leak was observed. Upon observation of the leak, a tracheostomy tube replacement was performed. It was reported that the cuff leak resulted in patient desaturation and respiratory distress. The patient was placed in the intensive respiratory care unit to treat the respiratory distress. The device was leak tested prior to use and the cuff was filled with 10 ml of water. Upon removal of the water in the cuff, only 1 ml was able to be collected. According to the report, the event did not lead to permanent patient injury nor was any additional medication needed. See MFR: 2183502-2016-01628 and 2183502-2016-01629.